Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not functioning after 2x reboot and required a witness for login.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the bio ID was not functioning and required witness for login. A technical support specialist (tss) logged off from carefusion application (cfnapp) and logged in to carefusion admin (cfnadmin). Further the tss applied knowledge article (ka) "bioid lumidigm update package 1.3 release for es-failure recovery fix" to resolve the issue. The customer was able to login using bio ID successfully. The system functioned as intended after the technical support specialist troubleshot the device.